Manufacturer narrative:
(B)(4). Batch #442a17. (B)(4). Additional information was requested and the following was provided: what was the surgical procedure? Robotic nephrectomy. What were the indications for the procedure? N/a. What was the exact tissue that they attempted to staple over? Vessels. Did the surgeon consider other alternatives other than stapling because of the calcification? Multiple staplers. What is meant by unable to close the device? Could not close the handle. Please clarify if bleeding occurred, before, during, or after the use of the device: after. Did the device get fired? Yes. How was the procedure completed? Had to open. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec45al device was returned with no apparent damage and with a gst45w reload loaded in the device. The reload was received unfired. In an attempt to replicate the reported incident the clamping mechanism was non functional. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was noted to be broken. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. The damaged observed is associated with an attempt to close the device on heavily calcified tissue. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon tried to use multiple staples across very calcified tissue. He was unable to close the device. After several attempts this stapler was able to close on vessel. The patient began to bleed and several units of blood were used.